Event description:
The customer reported that the display on the mts 24 place centrifuge speed was reading between 868 to 874 rpm. Specification for the centrifuge is 895 +/ - 25 rpm.

Manufacturer narrative:
The customer reported that the display on the mts 24 place centrifuge speed was reading between 868 to 874 rpm. Specification for the centrifuge is 895 +/- 25 rpm. As a result of the display, the user immediately aborted testing and discontinued use of the centrifuge. Replacement of the centrifuge belt has resolved the issue. No erroneous results were reported. Product labeling advises the customer to monitor the centrifuge for the entire ten-minute centrifugation period. If gel cards are not centrifuged for the proper speed, erroneous results could be reported. If the reported incident were to recur and if the user did not follow product labeling, erroneous results could have been reported. Instrument malfunction could not be ruled out as a contributing factor.